Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing on the reservoir broken apart which occurred on (B)(6) 2025. No further information was available.